Manufacturer narrative:
Additional information received indicated that this patient had a non-device related surgical procedure and shortly after the change in the lead measurements was observed. A revision procedure has not yet been scheduled.

Event description:
Boston scientific received information that an alert was received via remote monitoring that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range pacing impedance measurement less than 200 ohms. There was also a decrease in intrinsic sensing. The health care professional (hcp) was concerned that the rv lead had perforated and was planning to schedule a revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that a revision procedure was performed. It was reported that the rv lead also exhibited noise, oversensing and high pacing threshold measurements. Visual damage to the lead was suspected to be the result of subclavian crush. The lead was explanted and successfully replaced. The device remains in service with the new rv lead. No additional adverse patient effects were reported.